Event description:
I had a depuy pinnacle metal on metal full hip replacement in (B)(6) of 2005. After replacement I had continual worsening pain for over 18 months to the point I ended up being incapacitated from the pain and had to be hospitalized for the pain. Several tests showed no reason for the pain and I finally had to have it redone in 2007. My doctors found no reason for the failure. I have complete medical records of the many tests done to find the source of the pain. Event abated after use stopped: yes.